Event description:
It was reported, "patient complains of left groin pain at office visit of (B)(6) 2007 of about 3-4 days and then subsided. Superior migration of femoral head within acetabular component was noted by x-ray; impression polyethylene wear versus cold flow left hip. Patient visits increased to every 6 months for evaluation and complaints. Continue along with worsening limp. Last visit in (B)(6) 2009 reveals continued pain in left groin and buttock, impression. Polyethylene wear left hip and osteolysis left acetabulum. Discussed as candidate for revision or debridement and bone grafting of left acetabulum. No further evaluation since (B)(6) 2009. Films dated (B)(6) 2009 also sent to clinical team".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.